Event description:
It was reported that electrograms showed oversensing of noise which was reproduced with arm motion. Fracture was suspected. Further information was not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.